Event description:
Affiliate called to report customer reservoir was leaking insulin out of the back into her reservoir compartment of the insulin pump. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as the product has not been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.